Manufacturer narrative:
The reported event of lead noise was not confirmed in the laboratory. A stretched complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, right ventricular lead noise was observed. The noise could not be programmed around and the lead was explanted and replaced. The patient was stable after the procedure.